Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver and review of the downloaded data log did confirm the reported event.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for around 1-2 hours. Dexcom has issued an rga for patient to return the device to be investigated.